Manufacturer narrative:
Concomitant products: product ID 37603, serial # (B)(4), implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3389-40, lot # v006787, implanted: (B)(6) 2006, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot # v257583, implanted: (B)(6) 2010, product type lead; product ID 37642, serial # (B)(4), implanted: (B)(6) 2010, product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
It was reported the patient had one battery ¿re-done¿ and the following week the patient was lying in bed and the battery completely died and it kept turning itself off and on. It was noted that occurred in 2013.